Event description:
The patient called lfs alleging that their one touch ultra meter was prompting three dashes (--). The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury; however, there was conflicting information regarding receiving medical intervention. The customer service representative walked the patient through resetting the meter options and the three dahses appeared on the screen. Issue was not resolved through troubleshooting. Patient's meter was replaced.